Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure completed robotically. The issue resolved with a backup needle driver. There was surgical task was being performed when the issue occurred and there were issues related to opening/closing of the grips. It was unknown if there were any issues related to left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument. There was no fragment that fell inside of the patient¿s anatomy and the instrument was inspected prior to use. The instrument did not collide with any other instrument in the procedure. There were no photos and/or videos of this event available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the large suture cut needle driver instrument had a broken wire. The procedure was completed with no reported injury.